Event description:
It was reported that leakage occurred during use with a interlink ext 1 adapter line std bore. The following information was provided by the initial reporter, "the injection site was detached and blood leaked."

Manufacturer narrative:
H.6. Investigation: appearance check: it was confirmed that the connection part of one injection site chemical luer inflow side lure was broken, and that a part of the male luer at the injection site remained adhered inside the chemical injection side luer. Production record: no abnormalities related to this event were found in the production process of the lot. Similar events: there were no other similar events reported for this lot. Cause the connection between the injection site of this product and the lure on the chemical inflow side is bonded and fixed. The manufacturing plant conducts a 100% leak inspection during the process, and if there is a crack or break in the connection, it is discarded as a defective product. Since no abnormality was found in the bonding condition of the actual injection site, an excessive load was applied during use and it is possible that the injection site was damaged. When connecting an interlink cannula, etc., please hold the flange part of the injection site, not the luer part on the chemical solution inflow side. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that leakage occurred during use with a interlink ext 1 adapter line std bore. The following information was provided by the initial reporter, "the injection site was detached and blood leaked."